Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), loss of libido ("loss of libido"), sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), visual impairment ("vision disorder"), memory impairment ("memory disturbance") and vaginal haemorrhage ("vaginal bleeding outside of menstrual periods") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to weight increased, loss of libido, sleep disorder, fatigue, visual impairment, memory impairment, heavy menstrual bleeding or vaginal haemorrhage. The reporter commented: following the insertion of essure inserts, many side effects observed. In 2017, I consulted on this subject at hôpital intercommunal de c... (Hysteroscopy + hysterosonography). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), loss of libido ("loss of libido"), sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), visual impairment ("vision disorder"), memory impairment ("memory disturbance") and intermenstrual bleeding ("vaginal bleeding outside of menstrual periods") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, weight increased, loss of libido, sleep disorder, fatigue, visual impairment, memory impairment and intermenstrual bleeding outcome was unknown. The reporter provided no causality assessment for fatigue, heavy menstrual bleeding, intermenstrual bleeding, loss of libido, memory impairment, sleep disorder, visual impairment and weight increased with essure. The reporter commented: following the insertion of essure inserts, many side effects observed in 2017, I consulted on this subject at hôpital intercommunal de c... (Hysteroscopy + hysterosonography). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [bleeding menstrual heavy] weight gain [weight gain] loss of libido [loss of libido] sleep disorder [sleep disorder] chronic fatigue [chronic fatigue] vision disorder [visual disturbance] memory disturbance [memory disturbance] vaginal bleeding outside of menstrual periods [bleeding intermenstrual] cognitive disorders [cognitive disorders] anemia [anemia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2022. The most recent information was received on 17-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, multiple caesarean sections ((2004, 2007, 2010 ¿ the third was difficult to heal)), parity 3, multi gravida, appendectomy, dust allergy and overweight. Concurrent conditions were listed as uterine polyp and iron deficiency anaemia. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), loss of libido ("loss of libido"), sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), visual impairment ("vision disorder"), memory impairment ("memory disturbance") and intermenstrual bleeding ("vaginal bleeding outside of menstrual periods") and was found to have weight increased ("weight gain"). On unknown date she experienced cognitive disorder ("cognitive disorders") and anaemia ("anemia"). The patient was treated with tardyferon (ferrous sulfate), exacyl (tranexamic acid), timoferol (ascorbic acid, ferrous sulfate), pyostacine (pristinamycin), pivalone (chlorhexidine gluconate, tixocortol pivalate), carbocisteine co and doliprane (paracetamol) as well as surgery (total hysterectomy). Essure was removed on (B)(6)2024. At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia and cognitive disorder to be related to essure administration. No causality assessment was received for essure with regard to weight increased, loss of libido, sleep disorder, fatigue, visual impairment, memory impairment, heavy menstrual bleeding or intermenstrual bleeding. The reporter commented: following the insertion of essure inserts, many side effects observed. In 2017, I consulted on this subject at hôpital intercommunal de c. (Hysteroscopy + hysterosonography). Placement of the essure system without difficulties on the right (five coils), more difficult on the left (0 coils). The post operative course was simple according to the patient, from exchanges held with practitioners, essure could be the cause of menorrhagia, cognitive disorders and anemia. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.172 kg/sqm. [Biopsy] on (B)(6)2014: low-grade squamous intraepithelial neoplasia [colposcopy] on (B)(6)2014: showed abnormalities related to hpv, with low-grade lesions on biopsy. [Gynaecological examination] on (B)(6)2024: right and left essure fully visualized. Left essure in cornual intrauterine position; right essure having transfixed the uterus anterior to the corn, partially intra abdominal (non-cornual position). The postoperative course was simple. [Hysterosalpingogram] on (B)(6)2017: didn¿t show any abnormality of the uterine cavity. Presence of large intracavitary clots (d1) no polyp or submucosal fibroid. Isthmocele up to the serosa. [Smear cervix] on (B)(6)2014: ascus; in 2023: normal. [Ultrasound pelvis] on (B)(6)2023: endometrial polyp and isthmocel with myometrial thinning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. New events cognitive disorders and anemia were added. Additional reporter added. Treatment drugs, medical history & concomitant conditions were added. Essure removal surgery details updated. Action taken with drug added. Date of birth added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [bleeding menstrual heavy] weight gain [weight gain] loss of libido [loss of libido] sleep disorder [sleep disorder] chronic fatigue [chronic fatigue] vision disorder [visual disturbance] memory disturbance [memory disturbance] vaginal bleeding outside of menstrual periods [bleeding intermenstrual] cognitive disorders [cognitive disorders] anemia [anemia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2022. The most recent information was received on 28-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, multiple caesarean sections ((2004, 2007, 2010 ¿ the third was difficult to heal)), parity 3, multi gravida, appendectomy, dust allergy and overweight. Concurrent conditions were listed as uterine polyp and iron deficiency anaemia. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), loss of libido ("loss of libido"), sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), visual impairment ("vision disorder"), memory impairment ("memory disturbance") and intermenstrual bleeding ("vaginal bleeding outside of menstrual periods") and was found to have weight increased ("weight gain"). On unknown date she experienced cognitive disorder ("cognitive disorders") and anaemia ("anemia"). The patient was treated with tardyferon (ferrous sulfate), exacyl (tranexamic acid), timoferol (ascorbic acid, ferrous sulfate), pyostacine (pristinamycin), pivalone (chlorhexidine gluconate, tixocortol pivalate), carbocisteine co and doliprane (paracetamol) as well as surgery (total hysterectomy). Essure was removed on (B)(6)2024 at the time of the report, the heavy menstrual bleeding had resolved and the cognitive disorder had not resolved. The outcomes for weight increased, loss of libido, sleep disorder, fatigue, visual impairment, memory impairment, intermenstrual bleeding and anaemia were unknown. The reporter considered anaemia and cognitive disorder to be related to essure administration. No causality assessment was received for essure with regard to weight increased, loss of libido, sleep disorder, fatigue, visual impairment, memory impairment, heavy menstrual bleeding or intermenstrual bleeding. The reporter commented: following the insertion of essure inserts, many side effects observed. In 2017, I consulted on this subject (hysteroscopy + hysterosonography). Placement of the essure system without difficulties on the right (five coils), more difficult on the left (0 coils). The post operative course was simple according to the patient, from exchanges held with practitioners, essure could be the cause of menorrhagia, cognitive disorders and anemia. The patient requested medical expertise. According to the patient, she no longer suffered from menorrhagia, however cognitive disorders persisted. The patient requested an expertise. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.172 kg/sqm. [Biopsy] on (B)(6)2014: low-grade squamous intraepithelial neoplasia [colposcopy] on (B)(6)2014: showed abnormalities related to hpv, with low-grade lesions on biopsy. [Gynaecological examination] on (B)(6)2024: right and left essure fully visualized. Left essure in cornual intrauterine position; right essure having transfixed the uterus anterior to the corn, partially intra abdominal (non-cornual position). The postoperative course was simple. [Hysterosalpingogram] on (B)(6)2017: didn¿t show any abnormality of the uterine cavity. Presence of large intracavitary clots (d1) no polyp or submucosal fibroid. Isthmocele up to the serosa. [Smear cervix] on (B)(6)2014: ascus; in 2023: normal [ultrasound pelvis] on (B)(6)2023: endometrial polyp and isthmocel with myometrial thinning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Event outcome updated recovered resolved for event heavy menses. & for event cognitive disorder its changed to not recovered not resolved. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.